Manufacturer narrative:
(B)(4). One photo was provided for quality investigation. The customer complaint that chemotherapy drug got behind the syringe plunger while injecting was verified by visual inspection. The photo shows that the liquid had got past the syringe plunger and was leaking out of the back of the syringe. A device history record review for model my8060 lot number 92007702 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that texium needle-free syringe, 60 ml leaked. The following information was provided by the initial reporter: material #: my8060, batch/ lot #: 92007702. It was reported that the chemotherapy drug got behind the syringe plunger while injecting. Verbatim: we had an issue yesterday with ref my8060 lot (10)92007702. When injecting paclitaxel into a bag the drug got behind the plunger of the syringe. This was noticed early in the compounding process so no spill or injury resulted, but it resulted in waste of drug and delay in compounding. The syringe was not saved as there was chemotherapy outside of the closed system. I should be able to get a picture to you but at present do not have one.

Manufacturer narrative:
The following fields have been updated with corrections: g.4. Date received by manufacturer: 2020-10-16.

Event description:
It was reported that texium needle-free syringe, 60 ml leaked. The following information was provided by the initial reporter: material #: my8060 batch/lot #: 92007702. It was reported that the chemotherapy drug got behind the syringe plunger while injecting. Verbatim: we had an issue yesterday with ref my8060 lot (10) 92007702. When injecting paclitaxel into a bag the drug got behind the plunger of the syringe. This was noticed early in the compounding process so no spill or injury resulted, but it resulted in waste of drug and delay in compounding. The syringe was not saved as there was chemotherapy outside of the closed system. I should be able to get a picture to you but at present do not have one.

Event description:
It was reported that texium needle-free syringe, 60 ml leaked. The following information was provided by the initial reporter: material #: my8060 batch/ lot #: 92007702. It was reported that the chemotherapy drug got behind the syringe plunger while injecting. Verbatim: we had an issue yesterday with ref my8060 lot (10)92007702. When injecting paclitaxel into a bag the drug got behind the plunger of the syringe. This was noticed early in the compounding process so no spill or injury resulted, but it resulted in waste of drug and delay in compounding. The syringe was not saved as there was chemotherapy outside of the closed system. I should be able to get a picture to you but at present do not have one.

Manufacturer narrative:
H.6. Investigation: one photo was provided for quality investigation. The customer complaint that chemotherapy drug got behind the syringe plunger while injecting was verified by visual inspection. The photo shows that the liquid had got past the syringe plunger and was leaking out of the back of the syringe. A device history record review for model my8060 lot number 92007702 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #92007702 regarding item #1931562. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.